Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the UK alleged the generation of false positive results for 2 patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Data was only provided for 1 patient sample (run 584), which was positive for sars-cov-2 and negative for flu a and flu b. It was noted the samples were retested on the seegene starlet using starmag and altona reagents, and were negative. The roche results were released and the patients were being treated as positive per clinical advice. No harm or injury was indicated. Two mdrs will be filed per FDA eua guidance.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
Review of the data and analyzer performance does not show any signs of any false-positive results. The discrepancy observed may have been due to differences in detection technologies as well as sensitivities between the cobas liat and the other platforms used to retest the samples. An investigation was performed on the reagent kit lot and no issues were identified. Data for both patients was provided through the course of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the UK alleged the generation of false positive results for 2 patient samples tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. It was noted the samples were retested on the seegene starlet using starmag and altona reagents, and were negative. The roche results were released and the patients were being treated as positive per clinical advice. No harm or injury was indicated. Two mdrs will be filed per FDA eua guidance.